Event description:
According to the customer, the patient's "pacemaker pocked was open" and the doctor was doing "pick ups to dab the blood", when a "small piece of the string in the raytek came loose".

Manufacturer narrative:
According to the customer, the patient's "pacemaker pocked was open" and the doctor was doing "pick ups to dab the blood", when a "small piece of the string in the raytek came loose". The customer reported the doctor took care of the reported issue "immediately" and "pulled it". The customer reported there were "no negative consequences" and the patient had a "normal recovery". The customer reported there was no serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.